Event description:
It was reported to philips that the system did not start up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting properly. Upon troubleshooting actions, fse identified that the host pc was not starting. To resolve issue, the fse turned on the host pc and restarted the system was multiple times. After restarting the system multiple times, the system was returned to use in good working order.